Event description:
It was reported that, "the arthroplasty was revised due to tibial loosening. The tibial components were revised. The components were implanted in situ for 6.34 y. (B)(6) activity scores were not available for this pt." Info provided indicated that reported devices were implanted in 2003 and explanted in 2009.

Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor additional info is available from the research facility. If additional info becomes available, it will be submitted in a supplemental report.